Event description:
It was reported that while advancing the lens in the patient's eye the lens got stuck in the delivery device. The lens was halfway in the incision and halfway in the injector. The injector and lens were removed, incision was enlarged, and a backup lens was implanted without any issue. The delivery device used during this event was reported under 2031924-2014-00341.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the delivery device was discarded by the user facility. Therefore, a device history review (DHR) and product evaluation could not be conducted. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.